Manufacturer narrative:
The customer reported the tubing came apart at the safety clamp, and returned one sample of material 2426-0007, lot 25053162. Upon initial visual examination, the set verified the complaint of separation at the lower fitment of the pump segment, solvent connection. Upon reviewing the tubing under a microscope, insufficient solvent was found. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. A quality alert was issued by the plant to communicate and reinforce the correct solvent assembly procedure to personnel, and in addition, the tooling used to dispense solvent was updated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that when nurse put tubing in alaris pump, the tubing disconnected at the safety clamp below the pump segment. Nurse said it just popped out.